Event description:
It was reported that the patient reported to the emergency department complaining of dizziness. It was noted that there was intermittent capture on the right ventricular (rv) lead. The doctor felt that the lead appeared like it had "moved back." The rv lead was explanted and replaced. During the procedure the doctor decided to reposition the right atrial lead due to no slack. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.